Event description:
A technician reported a trailing haptic amputation, during a cataract intraocular lens (iol) implant procedure. The surgeon did not notice that the haptic was still trapped and withdrew the hand piece. The surgeon was able to implant a new iol on the same day with no patient harm.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).